Event description:
It has been reported to philips that the system was unable to perform exposures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. It was reported that the doctor was performing electrophysiological surgery, exposure or fluoroscopy was not needed at that time, so procedure was completed as planned. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the exposure functionality had failed, and system could not retrieve previous images. Troubleshooting and analysis of the system log files determined that the system's image processing pc (ippc) was faulty. The fse replaced the ippc. The ippc was returned for analysis, but no conclusion could be made from the failure testing. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.